Event description:
It was reported that "staple jamming. The device was used on patient's leg". As a result, a new stapler was used. No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
(B)(4). The customer returned one unit of 528135 visistat 35r 6/box for investigation. The bottom component of the complaint sample was observed to be positioned incorrectly, allowing the staples to become misaligned. Proper functional inspection could not be performed due to the misalignment of the staples. The device was disassembled and die casting anomalies on the forming tool were also discovered. The rail component was observed to be positioned above the bottom at the proximal end of the cover block. A non-conformance was previously initiated to evaluate this issue. Incorrect welding due to incorrect positioning of the bottom component of the cover block was identified as the probable root cause of this issue. Although a lot number was not reported, a potential lot number was found through the sales history. The potential lot number is 73a2300793. Per DHR the product visistat 35r 6/box lot # 73a2300793 was manufactured on 01/24/2023 a total of (B)(4) pieces. Lot was released on 02/08/2023. DHR investigation did not show issues related to complaint. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported that "staple jamming. The device was used on patient's leg". As a result, a new stapler was used. No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review could not be performed as no lot number was reported. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.